Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, after placing the sheath into the left atria with a non abbott catheter, air was aspirated into the syringe that connected to the extension port of the sheath. Several aspirations were attempted which did not resolve the issue. Another sheath was obtained and used which also aspirated air. The sheath was replaced again and the procedure was completed with no adverse consequences to the patient.